Event description:
Per the clinic, the patient developed a pressure ulcer at the implant site, and was treated with a topical antibiotic ointment and oral antibiotics (specific duration not reported). The implanted device remains.